Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory percepts and magnet dislodgement following an MRI. Analysis found tears in the magnet pocket. This report is filed on august 13, 2019.

Manufacturer narrative:
This report is submitted on may 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019.